Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet broke during the procedure. All pieces were retrieved from the patient.

Manufacturer narrative:
Alleged failure: while using the omega (serial no. (B)(6) ) in stage I of the surgery, the illet was cracked and broken, which cannot proceed the surgery. After changing a new one, the problem was fixed. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: use of excessive force, leveraging of the anchor against the bone, user fully seats eyelet anchor onto inserter which eliminates interference fit, inadequate assessment of bone quality, pilot hole not prepared. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the eyelet broke during the procedure. All pieces were retrieved from the patient.